Event description:
It was reported that one to two months prior to the date of this report the physician had overfilled the pump and it was a little too high for the patient. The patient became loopy/unconscious. Reportedly, the patient noted that it could have been his sleep apnea or the ¿raise in the pump.¿ the physician lowered ¿it¿ and this made the patient feel better. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial #(B)(4), implanted: (B)(6) 2002, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).